Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that while the surgeon was torquing the hinge pin, the tip of the hex head fractured and could not be removed from the head of the hinge pin. The fractured piece remains implanted with hinge pin. No post-operative adverse complications have been reported for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual examination of pictures provided showed that the hex head had fractured off from the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.